Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-01024, 2017865-2021-01025. It was reported the patient presented for a follow up. Upon inspection, it was observed the pocket was infected. Antibiotics were provided and it was resolved. The patient presented in clinic a year later with the same issue, pocket infection. The system was explanted with no issues. The patient was stable.